Event description:
During a surgical debridement and free flap-anterolateral thigh to foot, the t-stat was attached to the monitor and failed to display the usual readings. A different t-stat was obtained and the usual readings appeared the case continued without incident, no patient harm. The first t-stat was cleaned and given to the surgical coordinator and returned to the manufacturer.

Event description:
During a surgical debridement and free flap-anterolateral thigh to foot, the t-stat was attached to the monitor and failed to display the usual readings. A different t-stat was obtained and the usual readings appeared the case continued without incident, no patient harm. The first t-stat was cleaned and given to the surgical coordinator and returned to the manufacturer.